Event description:
Jp drain was placed intraoperatively during an elective total abdominal hysterectomy. While removing the drain at bedside on post op day #2, drain broke with a retained portion in pt. Pt was taken to the operating room for removal of the retained portion of drain.